Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were discussed; no changes or interventions were reported. The patient condition was stable.